Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral, nerve stim gastrointestinal/ pelvic floor it was reported that a device was ¿not working.¿ caller was an MRI tech and had no other information. Unknown or unclear if the external device or ins does not work. There were no further complications reported.